Manufacturer narrative:
G4: 06feb2020 b4: (B)(6)2020. The service technician replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
The customer reported that the touchscreen is unresponsive. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 04aug2020. B4: (B)(6) 2020 the touchscreen assembly was received, and failure investigation was performed. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned component. After further investigation, it was determined that the resistance was out of specification on this touchscreen. Fault was confirmed on the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.